Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, about three and a half minutes into the procedure, a cervical leak was noted, the control unit was paused and a second tenaculum was applied at 9 o'clock on the cervix. The control unit was restarted and the patient experienced a warm and hot sensation on the posterior side of the vagina, the console unit was again paused, then subsequently shut down. The procedure was continued with consent of the patient and the control unit was restarted, the hysteroscopy phase was initiated, the tenaculum was moved from the 9 o'clock to the 3 o'clock and applied to the cervix. The ablation phase was initiated , no fluid loss was detected at one minute into the ablation, however fluid was observed leaking from the cervix and the patient again experienced a hot and painful sensation in her vagina. The control unit was again shut down and cool saline was applied inside the vagina. The procedure was aborted and there was no burn detected by the physician, nurse or the patient. Clinical follow up revealed that a fluid loss alarm was generated after 45 seconds of heating, it was reconfirmed that no burn was sustained by the patient, the patient had an overted uterus and there was no indication of overdilation. There were no patient complications reported with this event and the patient's condition is reported to be "fine".

Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.